Event description:
The device repeatedly failed to power / boot up for use. The device continually reboots / restarts / power cycles which could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The device repeatedly failed to power / boot up for use. The device continually reboots / restarts / power cycles which could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact. The philips field service engineer evaluated the device and confirmed this malfunction. The field service engineer resolved this malfunction by replacing the processor pca.